Event description:
Information was received based on review of a journal article which reviewed biomet mom hip articulations, based on data in the danish hip registry. Devices implanted from 2004-2009; 356 cases in 324 patients. The article reported the following events and/or revision procedures occurred: seventeen revisions due to femoral fracture, unequal leg length, aseptic loosening, infection, dislocation, psoas tendinitis, squeaking, and component failure. Fifty patients reported groin pain. Fifteen reported elevated cobalt chromium levels.

Manufacturer narrative:
The information being reported was found in a journal article titled "few adverse reactions to metal on metal articulation in total hip arthroplasty in a review study on 358 consecutive cases with 1 to 5 years follow-up." The open orthopaedics journal, 2012, 6, 366-370. Current information is insufficient to permit a conclusion as to the cause of the events. Event details and product identification was not provided for the revisions mentioned in the journal article, therefore, the following sections could not be complete: date of event - unknown. Product identification & expiration date - unknown. Date implanted - unknown. Date explanted - unknown. (B)(6). Manufacture date - unknown. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.